Manufacturer narrative:
(B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the incident happened during the insertion of a proximal femoral nail anti-rotation (pfna). The final nail position happened to be cranialer as desired. By very strong hammer blows the nail was brought into the desired position. Furthermore, during the hammering, the locking device of the aiming arm dropped and had to be replaced by a sterile one. The surgery was continued and finished with a five to fifteen (5-15) minute delay due to this incident; the procedure was completed successfully. This is report 2 of 2 for (B)(4).